Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k the tube was leaking from the bottom of the collection tube. There was no report of impact to the patient or user.

Event description:
It was reported when using the bd vacutainer® edta 2k the tube was leaking from the bottom of the collection tube. There was no report of impact to the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for tube damage was observed. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and the issue of tube damage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube damage. This molding defect is commonly known as a ¿double shot¿ and is created when a molded component does not transfer from the cavity to the core during the demolding process. Bd determined that the root cause of the indicated failure mode was attributed to a temporary blockage in the water channel for the cavity that caused the parts to stick during cold start-up. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.